Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non tortuous tibial artery. The lesion was not predilated. The physician deployed the 2.50x32mm taxus liberte stent to "salvage the leg", at 10 atm. The physician saw the balloon deflate and removed it without resistance. Upon removal, he noticed the stent had stretched on the proximal side. The physician stented over the area of the stent that had been stretched using a 2.5x28 taxus liberte stent with good results. No patient complications were reported. Patient's status reported as "fine".